Manufacturer narrative:
Testing and investigation found the device did not power up on ac, when the on/off key was pressed. Additionally, the device had burnt and damaged components on the cpu pwa and power supply pwa, which were replaced. Testing determined the probable cause for the burnt components on the cpu pwa and power supply pwa was fluid ingress from spillage.

Event description:
The customer reported the device did not power on and there was a burnt power supply and cpu (central processing unit). There were no reports of adverse patient events, medical interventions or delays in critical therapies, while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Device has been received; however, the investigation is not complete.

Event description:
The customer reported the device did not power on and there was a burnt power supply and cpu (central processing unit). There were no reports of adverse patient events, medical interventions or delays in critical therapies, while the device was in clinical use. No additional information was provided.